Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported "the catheter has a crimp towards the end near the tip and the tip itself is crimped, would not allow wire to pass through, had to open second kit". The associated emdr report numbers are 9680794-2025-00194.

Event description:
It was reported "the catheter has a crimp towards the end near the tip and the tip itself is crimped, would not allow wire to pass through, had to open second kit". The associated emdr report numbers are 9680794-2025-00195 and 9680794-2025-00194.

Manufacturer narrative:
Qn# (B)(4). The customer returned one arterial catheter for analysis. Signs of use were observed on the catheter body. Visual inspection of the catheter revealed two kinks towards the distal end. Visual analysis also revealed that the tip was misshapen. Microscopic examination confirmed the damage. The location of the major kinking measured 25mm and 45mm from the distal tip. The total length of the 5 7/8", which is within the specification limits of 5 13/16"-6 3/16" per the catheter product drawing. The catheter outer diameter measured 0.057", which is within the specification limits of 0.055"-0.059" per the catheter extrusion product drawing. The catheter inner diameter at the proximal end measured 0.037", which is within the specification limits of 0.037"-0.039" per the catheter extrusion product drawing. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not use if package is damaged". The report of a kinked catheter was confirmed through complaint investigation of the returned sample. Visual analysis revealed a portion of the catheter body was flattened towards the distal end. R & d confirmed that the kit design likely caused or contributed to the reported damage. Based on these circumstances, the probable root cause is packaging design related. A non-conformance was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn #: (B)(4).

Event description:
It was reported "the catheter has a crimp towards the end near the tip and the tip itself is crimped, would not allow wire to pass through, had to open second kit". The associated emdr report numbers are 9680794-2025-00195 and 9680794-2025-00194.